Event description:
The event description was reported as: during test firing of the stapler, the staples became jammed in the device. No pt injury or intervention reported.

Manufacturer narrative:
Customer alleged malfunction at the time of pre testing. The device was returned for eval. The results of the eval are not available at the time of this report. During test firing, the alleged defect was noted. The results of this investigation are not available at the time of this report.